Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to wake it. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press pump button in different ways, use a working power source, and wait for startup while observing red led and no vibration.